Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific recently received information that over 3 years ago this pusle generator experienced erosion and infection, requiring the removal of the device. The leads remained implanted with the new device. No additional adverse patient effects were reported.